Manufacturer narrative:
Information contained in this report was previously submitted through psr on 22/jan/19 and 22/apr/19. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified, two curved openings on the posterior side, brown particles in the shell, and the weight of the device within specification. A microscopic analysis was performed which identified one sharp edge opening assessed as an unidentified tear opening, a non-penetrating nick near of the unidentified tear opening assessed as surgical impact, and one sharp opening on the posterior. A dimension measurement in the shell was performed which identified the shell thickness within specification. Based on the device analysis, the final assessment is one sharp opening on the posterior due to surgical impact, and a sharp opening on the posterior assessed as an unidentified tear opening. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device has been explanted.